Event description:
It was reported that several days after initial implantation, the patient presented to the emergency room. It was noted there were increased pacing thresholds, periods with loss of capture and symptomatic pauses. It was found this right ventricular (rv) lead had become dislodged. This lead was successfully repositioned the same day. No additional adverse patient effects were reported.